Event description:
A falsely depressed total psa result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed total psa result.

Event description:
It was reported that the device was explanted after an implant duration of approximately 91.2 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and dehiscence.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Event description:
The female pt had in-stent restenosis of a previously implanted unk stent in the mid lad. The lesion was bifurcated, heavily calcified, and tortuous. The lesion was classified as a type c lesion. The pt received a 3.0 x 23mm cypher stent to treat the restenosis. The physician "snowplowed" the previously implanted stent during the procedure, leading to side branch occlusion. The pt had a non q-wave mi during the procedure which was treated medically.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.